Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating a positive end expiratory pressure (peep) blower failure. There was no pt injury reported as a result of this incident.

Event description:
An engineering investigation was performed on the returned astral device. A review of the downloaded error logs confirmed that a system fault 223 was triggered in the device. The root cause of the failure was the peep blower. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident.